Manufacturer narrative:
Clinical and angiographic profiles and six months outcomes of smokers with acute st segment elevation myocardial infarction undergoing primary percutaneous coronary angioplasty https://doi.org/10.1016/j.ihj.2018.02.006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that a selection of patients in a study received endeavour sprint drug eluting stents. Collective lesions treated includes lad, rca, lcx and lm. Adverse events experienced included death, mi, thrombus and stent thrombosis.